Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an esophageal dilatation procedure on (B)(6) 2020. According to the complainant, during the procedure, the balloon was noted to be inflated sucessfully; however, the needle of the gauge would not move at all. The device was then removed, and the procedure was completed with another encore inflation device. Reportedly, the device was set up properly. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.